Manufacturer narrative:
Unable to perform displacement test due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner, missing end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had crack on reservoir compartment of insulin pump. The customer¿s blood glucose level was 124 mg/dl. The insulin pump will be returned for analysis.